Event description:
Hamilton medical ag received the following event description: "during test device alarmed with tf 5507."

Manufacturer narrative:
Tf 5507 indicates a defective pressure sensor board. The board was replaced.